Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, a field service engineer (fse) was at customer's site. Fse reviewed error log, then with customer's assistance fse cleaned bf wash probes and wash wells. Fse was able to reproduce ec 2241 & 2242 but found ec 4371 as well which is interrelated to the prior two error codes causing wash probe failures. Fse then checked bf wash fluidics, inspected bf wash syringes and found that both wash syringes were leaking and had loose seals. Fse replaced both bf wash syringes because they would not hold pressure when tightened. Fse ran macro prime wash solution 4 times with no errors. Fse completed quality control run, all within expected range; calibrations were within the standard specification. The aia 2000 instrument is functioning without errors after completing the repair. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 15feb2017 through 15mar2018. There were no similar complaints identified during the searched period. The aia 2000 operator's manual under appendix 4: error messages, states the following: [2241] b/f probe 3 purge failure is generated when the overflow sensor failed to detect liquid even after the washer was purged. Air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. [2242] b/f probe 4 purge failure is generated when the overflow sensor failed to detect liquid even after the washer was purged. Air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. [4371] wash syringe 1 home detection failure is generated when the home sensor failed to activate after the wash syringe 1 moved toward the home position. The measurement result will be flagged (wu flag). If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to failed wash syringes due to normal wear and tear.

Event description:
On (B)(6) 2018, customer reported getting error codes (ec) 2241 "bound free (bf) probe 3 purge failure" and 2242 "bf probe 4 purge failure" on aia 2000 instrument. Customer replaced the probe tips, in line filter, primed the wash and tried rebooting the system but error persisted. Customer states the wash probe tubing was wet, but no obvious leak was found. Technical support specialist (tss) instructed customer to replace wash with a newly prepared wash. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.